Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device orientation was incorrect and the device could not be introduced into the papilla. After removing the device it was noted that the device was twisted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; melted extrusion.

Manufacturer narrative:
A visual examination revealed that the working length and distal tip (with cut wire) were twisted. The distal pierce hole appeared melted but it was not elongated. An evaluation was performed by inserting the device into the scope and found that the initial tip orientation did not meet the orientation specification due to the twisted distal tip. The orientation of the distal tip could be adjusted left or right by rotating the handle and set within specification. Functionally, the device would bow past 90 degree minimum bowing specification and the bow was in plane. During manufacturing, tome devices are 100% inspected so the melted extrusion is likely due to procedural factors/usage. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.